Event description:
The customer reported that the device, 60-6010-002, universal plus-hand ctl pistol, was used during an unknown procedure on 21sep21 when it was initially reported ¿after a while of use, its power had been gone on and off.¿ there was no report of injury, medical intervention, or hospitalization for the patient. The procedure was reported as having been completed with an unknown, alternate device, with no report of delay. Then on 20oct21 the reporter advised ¿unintended output (self-activation) was confirmed several times while using coag so that the customer replaced for the new device.¿ further assessment answers were requested from the reporter; however, to date we have not received a full response. The 60-5274-132, stealth 32 lhook lap elec pkg, was also used in the procedure and will be listed as a concomitant device. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one 60-6010-002 in opened original packaging. Lot number was verified. Performed a visual inspection, there is corrosion on the plug. There is no fluid present/ corrosion in the cut and coag circuit board. Performed a functional inspection using the esu system 7550, the coag functions intermittently. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 8 complaints, regarding 8 devices, for this device family and failure mode. During this same time frame 296,360 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00003. Per the instructions for use, the user is advised that these electrosurgical suction/irrigation instruments should only be used by surgeons trained in surgical endoscopy according to established hospital protocol. Improper use of this or any other electrosurgical device, can result in a patient injury. Read and become familiar with all instructions and directions before using this device. If you do not achieve proper electrosurgical effect with your normal power settings: check the ground pad for proper contact and position. Replace if necessary. Check all electrosurgical cable connections to the esu and the instrument handle. Make sure that the instrument shaft is securely locked into the instrument handle. Replace with another instrument blade if necessary. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-6010-002, universal plus-hand ctl pistol, was used during an unknown procedure on (B)(6) 2021 when it was initially reported ¿after a while of use, its power had been gone on and off.¿ there was no report of injury, medical intervention, or hospitalization for the patient. The procedure was reported as having been completed with an unknown, alternate device, with no report of delay. Then on (B)(6) 2021 the reporter advised ¿unintended output (self-activation) was confirmed several times while using coag so that the customer replaced for the new device.¿ further assessment answers were requested from the reporter; however, to date we have not received a full response. The 60-5274-132, stealth 32 lhook lap elec pkg, was also used in the procedure and will be listed as a concomitant device. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.